Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Procedure: apr stoma. The issue reported as follows: mesh was placed prophylactically for potential of parastomal hernia occurrence. The patient's mesh became infected. The patient was brought back to the theatre (operating room) for a wash out, but subsequently died. The following information was also provided in relation to this complaint: reoperation was required. Changed from endoscopic to open surgery.